Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A review of the treatment report for the date of treatment shows the user operated surgery with the recommended settings and no relevant deviation between planned and performed energy is detectable for the treatment. No abnormalities are detectable that could contribute to the reported event. No technical root cause was identified. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis in the right eye at one o'clock and five to six o'clock. The doctor recommended the patient use a topical steroid eye drop every hour while awake. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.